Event description:
A consumer's wife reported that her husband's distance has become fuzzy following bilateral intraocular lens (iol) implant surgeries. The surgeon has diagnosed "cloudy lenses". At the consumer's wife's request, the surgeon was not contacted. There are two medical device reports associated with this event; this report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's wife's request, the surgeon was not contacted. (B)(4).